Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Dates of event, tests, and therapy: estimated dates.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, there was resistance when trying to remove the device after deployment and the distal guide separated from the proximal guide while in the patient anatomy. Surgery was performed to remove the separated portion of the device from the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, hospitalization was prolonged by two days. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.